Event description:
Meter name: one touch basic enhanced. Symptoms: unknown. A patient reportedly did not test on the meter for about a month. Patient has to go to the doctor's office due to not feeling well. Unknown what patient's blood glucose level at the doctor's office was, or what patient's symptoms were. Also unknown patient was treated there. Patient's meter allegedly prompted the retest and redo check messages. Both the issues were not resolved with troubleshooting. No further information has been reported.